Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during gastrojejunostomy procedure. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as the device was received not fully deployed. The observed problem of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed for gastrojejunostomy. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and the procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gastrojejunostomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for gastrojejunostomy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed; however, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and the procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gastrojejunostomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for gastrojejunostomy.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during gastrojejunostomy procedure.